Event description:
A distributing customer reported that a catheter (a component contained a disposable local anesthesia kit) allegedly broke when it was removed from the pt following a shoulder surgery. There is no info to suggest an injury occurred as a result of the incident. However, mckinley is attempting to determine if surgery was required to remove any remnant of broken catheter from the surgery site.